Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The physician reports that the crystalens haptics tore during insertion using forceps. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully.